Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes a capture anomaly and that no measurements could be obtained on the atrial lead.